Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no adverse impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.